Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports the pod was leaking during wear. Once at the hospital the patient was treated with 10 units of insulin. The patient was released from the hospital after 1 day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.